Event description:
End user is stating that his power elr actuator is not working, and the batteries are not keeping the charge.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.